Event description:
It was later reported that the patient went on to implant and they did not use an external neurostimulator (ens). It was noted that the manufacturer representative believed the patient had a basic evaluation and not an advanced evaluation.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient just started a trial the day of the report, had been home for a few hours, and was no longer feeling a stimulation sensation. When the patient left the healthcare professional¿s office, the amplitude was at 7 or so. On the external neurostimulator (ens), the green on light was flashing. The amplitude was turned up to 10 and there was no stimulation sensation, but if the patient decreased to zero and then increased or if she turned off the ens, waited 10 seconds, and turned it back on she could briefly feel stimulation for about 30 seconds, then it would subside. The ens had not been dropped and they had done everything but ¿throw the unit up against the wall.¿ switching leads did not product different results. After removing the cable and 9 volts battery, replacing them, and turning stimulation back on, the patient had stimulation for 15-20 seconds and then it stopped. It was noted that the wires had probably migrated on that side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.